Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Analysis: received in an explant kit, not jar, in a small plastic container in a unk bloody solution. All leaflets are int he closed position. The non-coronary cusp is slightly stiff but flexible. The left and right cusps are very stiff due to thrombotic appearing host material that fills the outflow. A remnant of glistening off white pannus remains attached to the inflow margin of attachment adjacent to the right non-coronary inferior coaptive area. Layers of tan to brown thrombotic appearing host material fills and stiffens the left and right cusps on the outflow. Radiography shows no evidence of mineralization in the valve tissue. Conclusion: analysis confirmed the reported event, as thrombus fills the left and right cusps on the outflow. Thrombus formation is generally considered a patient related condition. Medtronic continues to monitor field performance to detect similar events. No adverse patient effects were reported.

Event description:
Medtronic received info that this bioprosthetic aortic valve was explanted after approx 4 months of service due to thrombus formation on the valve. The health care professional reported that the patient had a low platelet count.